Event description:
It was reported that a catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). An opticross 18 imaging catheter was selected for endovascular therapy. However, during the procedure, the catheter became stuck with the guidewire. The guidewire was removed from the catheter outside the body and procedure was completed with another of the same device. There was no patient injury reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and kinks were observed in the sheath assembly. Additionally, twists were observed in the imaging window assembly. During microscopic inspection, the guidewire exit port was found damaged and the imaging window was twisted. During functional inspection, a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on analysis of the returned product, the reported allegations could be confirmed, as the twists found during the visual test could have contributed to the reported event.

Event description:
It was reported that a catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). An opticross 18 imaging catheter was selected for endovascular therapy. However, during the procedure, the catheter became stuck with the guidewire. The guidewire was removed from the catheter outside the body and procedure was completed with another of the same device. There was no patient injury reported.